Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The blood glucose reading for the event was not reported. The customer stated she changed the infusion set multiple times, along with the insulin, prior to the event, but the blood glucose remained high. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.